Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to short v-v intervals and non-sustained episodes of oversensing. The right ventricular (rv) lead was capped. No patient complications have been reported as a result of this event.